Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally programmed a bolus for 22 units of insulin, instead of the intended bolus of 2 units. Reportedly, the customer stopped the unintended bolus request and had 9.39 units of insulin on board (iob- active insulin in the body) at the time of the reported event. Blood glucose level was 275 mg/dl. The customer acknowledged that the reported event occurred due to user error and was recommended to consult with health care provider regarding diabetes management.